Event description:
A bipap pro biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the assembly with deteriorated foam. Additionally, it was found that the device had dust/dirt contamination, the main pca required replacement, had destroyed power connector and 3.2 control dial button was missing. The device was scrapped as per customer request.